Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The examination of the raw material and the manufacturer documents revealed that no deviations in regard to material analysis, tenacity, structural stability and manufacturing could be established. The measurable dimensions of the returned pedicle screw were examined as far as possible; the part corresponds to the drawings and ao/asif specifications. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The screw head broke during surgery. This is report 1 of 1 for complaint (B)(4).